Event description:
It was reported that the customer's blood glucose level was 479 mg/dl. The customer stated he did not rewind his new insulin pump before beginning insulin pump therapy. The customer was assisted in rewinding and priming his insulin pump and making sure his settings were correct. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).